Event description:
It was reported that during implant, the atrial lead could not be fully inserted into the device header. The lead was successfully inserted into the new device. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.